Event description:
It was reported the catheter was no longer connected to the patient¿s spinal canal. The baclofen was flowing into the tissue. The catheter dislodgement was confirmed via x-ray on (B)(6) 2015. At that time, the dose was reduced to minimum rate to see if there was a reaction. Itw was also stated the patient had fallen at least 5 times in the past few months ((B)(6) 2015). The latest occurrence was the day prior to the report. The falls were attributed to dizziness and complete weakness. The reporter understood that this could have been an adverse effect to the baclofen dose change. The patient had not heard back from the healthcare provider (hcp) on options going forward. However, the patient wanted the pump removed instead of having the issue corrected. The pump was used to deliver lioresal. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11377r31, implanted: (B)(6) 2003, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).